Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine via an implantable pump for non-malignant pain. On 2017-jul-18, it was reported that the pump has not worked since the pump was implanted. The patient reported that doctors have tried different medicines; only one or two have worked for the patient after taking so many medications over the previous 20 years. The patient noted that morphine seemed to work but, " in that kind of delivery, they get lethargic and "become a slug" and "it just doesn't work". The patient reported that they were taking fentanyl and it worked great for them. However, the patient has not able to get fentanyl since prince died. Both the patient's current healthcare provider (hcp) and the patient's previous hcp were aware of the issue. The patient also reported that they are having issues with having bowel movements, stating that it is "really hard to go to the bathroom". According to the patient, they have to move the pump all around and that "it is just a pain". The patient had reported lost so much weight because it had stressed them out so bad. Per the patient, they were usually "a size 12 butis now a size 4". The patient is (B)(6). The entire pump is visible through the patient's skin, which is very tight over the pump. No out of box failures or medical/therapy problems related to a small components products were reported. The patient noted that they would be getting their device explanted. The patient also reported that their concentration and dosage was 10 mg with 1.9 over a 3 month period. According to the patient, they were having surgery to repair a hernia, which they reportedly have had for a year and which had gotten bigger. The patient made an inquiry asking, if, while the pump was being removed, the catheter was left in, if the catheter can be clamped and with what kind of clamp if possible. The patient also stated that they sent an urgent letter to their hcp, who never responded, leading the patient to switch hcps. No further complications were reported. The patient¿s concomitant medications included fentanyl at an unknown dosage.